Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) device was implanted and the device pocket exhibited an infection. As a result, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The electrode is not expected to be returned for analysis as it was discarded by the healthcare facility.